Event description:
It was reported that the user applied a freestyle libre 3 plus sensor and initially started it with a libre receiver, after which the ilet could not start the same sensor due to it being in use by another device; the user then applied a new sensor and the ilet entered bg run mode without bg entry, resulting in dosing suspension and subsequent resumption after blood glucose values from a blood glucose meter were entered, with a highest reported blood glucose of 453 mg/dl and an alert indicating bg run suspended. Symptoms included hyperglycemia, headache, dry mouth, and irritability. Outcomes included a delay to treatment or therapy. User support included communication and analysis of the information provided by the user and a partner organization. Investigation of this case revealed an interoperability problem associated with an improper or incorrect procedure or method when attempting to start and use the libre sensor across devices, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended user error.

Manufacturer narrative:
Initial.